Manufacturer narrative:
The event info was provided to acist's medical advisory board for review. Following is the medical advisory board assessment dated feb 8, 2010: the report describes a guide catheter dissection of the right coronary artery (rca) at the end of a pci procedure. The pt developed a pericardial effusion. The acist contrast injection system, model cvi, was returned to acist (B) (4) for testing on jan 27, 2010. The system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from analysis of the injector; however, no definite conclusion can be made as to the cause of the event. This report is closed.

Event description:
Narrative: the user facility reported after completion of an angioplasty, the guidewire was removed, and during the control injection using the acist angiographic contrast injection system, model cvi, a dissection of a pt's right coronary artery occurred with rapid pericardial effusion. The pt experienced chest pain and abnormal heart rhythm. Stenting was done to repair the dissection. The pt recovered. (B) (4).